Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had no delivery error alarm. Customer¿s blood glucose was 359 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer stated that insulin was not reused or mixed, or expired or denatured. Customer stated the tubing was not bent or kinked. Customer stated they tried all remedies. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.